Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump kept saying low power, change battery every 10 minutes and then load. The customer received the battery error for two weeks. Customer's blood glucose level was from 28 mmol/l to 33 mmol/l. The customer vomited. The customer received a power error detected alarm. The alarm kept occurring after having the battery out of the insulin pump for over an hour. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The sleep currents are within specification. The insulin pump passed self test and displacement test. No unexpected power alarm noted. The insulin pump had cracked case and minor scratched lcd window. The insulin pump was missing the retainer and missing reservoir tube o ring.